Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric surgery, while the assembly of the second charge of 45 mm purple, the device did not fire. There was an involuntary drive, where the same came to start the disparate and consequently locking of the stapler. To the actuated, there was a snap on the gauntlet leaving it unusable. There was no patient injury.